Event description:
It was reported to philips that the device does not pass the test after it was damaged in a fall. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290) and will be reported in the united states under device model #: 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device was damaged in a fall; it does not pass the test. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.